Event description:
It was reported that the system displayed a communication error. This error will cause the system to lockup, shut down, or not to boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found problems with a power supply and touch screens, but no conclusion can be drawn as further repair information is not available.